Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A patient reported that patient passed out due to unable to test on meter. Their meter allegedly would only prompt apply sample message. Issue was resolved with the "ccr" over the phone. The result on their meter was unable to test. There is no comparison. Not treated. No further information has been reported.